Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. Additional information was added to the following fields: d8, d9 (date returned), h2, h3, h6 corrected fields: e4, h8. The device was returned to olympus and the customer's reported issue was confirmed, there was a 404 error. Based on the results of the investigation, it is likely the reported issue occurred due to a defective laser module. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the powered laser surgical instrument had a continuous error message to shut off. The event occurred during a therapeutic ureteroscopy procedure while patient under sedation. The procedure was completed with same device. There were no reports of patient harm.